Event description:
It was reported that a user could not obtain a glucose reading from a new freestyle libre 3 plus sensor because it had been paired with the libre app and was therefore in use by another device, preventing pairing with the ilet system. Symptoms included no glucose data available to the ilet with no adverse clinical symptoms reported. Outcomes included restored sensor connectivity and data availability after guided replacement and successful scanning of a new sensor. User support included troubleshooting and user education on proper sensor pairing and setup. Investigation of this case revealed that the original sensor was already associated with another device, consistent with a pairing/compatibility issue rather than device malfunction. It was concluded, based on previously established findings for similar reports, that user setup error related to sensor pairing caused the event.